Event description:
The consumer was in the kitchen sitting on the rollator when she allegedly heard a big "crunch" and fell over. The consumer alleges the stem on the top of the wheel that is placed over the joint that goes into the leg of the rollator broke off. There is an alleged rotator cuff injury.

Manufacturer narrative:
User alleges stem of her wheel broke while using the device. Nature of complaint suggests the device likely was not properly maintained. The caster if permitted to loosen is likely improper maintenance, and can result in bending and eventual fracture of the stem bolt. Current user guides cover this area. MDR filed based on alleged unconfirmed medical intervention.